Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens, collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
An article was published in the journal of cataract and refractive surgery in 2020 titled, "surgical management of positive dysphotopsia: us perspective.' The article states that 3 cases of positive dysphotopsia were observed with 2 different intraocular lenses. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.